Manufacturer narrative:
The insulin pump was received with button error alarms due to corroded keypad traces. The device had a cracked display window corner.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.